Event description:
The customer's father called to report the driver block and lead screw were not working and customer bgs were running high. Pump was unavailable for troubleshooting. A replacement pump was approved.